Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mandible open reduction internal fixation (orif) procedure on (B)(6) 2018, a matrtixmandible drill bit for j-latch coupling broke while drilling. The two (2) segments generated from the broken device were successfully retrieved without causing harm to the patient. There was no surgical delay reported. The procedure was successfully completed with the patient in stable condition. This report is for one (1) matrixmandible 1.5mm drill bit. This is report 1 of 1 for complaint (B)(4).